Manufacturer narrative:
The insulin pump had motor error alarm during occlusion test due to faulty force sensor resistor. Device passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Motor passed motor test. Device received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 500 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history contained more than one motor error alarm. Customer was advised that insulin pump would need to be replaced.